Event description:
Implantation of mcghan 168 textured implants led to breast implant illness that led to many medical treatments such as : repetitive infections, antibiotics, surgeries, immunological complications, fatigue, disfiguration, etc.